Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for initial implant of a right atrial lead. During the procedure, the lead insulation was damaged when the suture sleeve was tied down. Loss of pacing and sensing was observed. The lead was replaced and the patient was in stable condition before, during, and after the surgery.

Manufacturer narrative:
Final analysis found that the inner insulation was damaged, leading to the electrical failures. The damage was consistent with an over tightened suture tie at the suture sleeve tie impression.